Event description:
After flushing the catheter with saline, was unable to pull guidewire back without causing the catheter to bunch up tightly at the hub. Catheter was flushed x 3 and great effort was needed to finally get guidewire back to appropriate length. Catheter was inserted into pt and then again the guidewire removal was more difficult. It bunched up at the hub and then came out on 2nd attempt. The catheter flushed after insert without signs of damage at the hub where the catheter was bunching up tightly.